Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that the pt received a tm-ardis by tlif-approach approximately 1-1.5 years ago. He already started to ski one month after surgery. 3 months after surgery he had a minor accident, but with no complications associated to his back. It was recommended that the pt be revised due to persistent pain. Upon revision, the implant was found to have little on him from anteriorly l5-s1 with an alif cage out of carbon from a small company named coligne, and with the trinica alp plate from zimmer spine. The cage was filled with infuse from medtronic.